Manufacturer narrative:
(B)(4).

Event description:
Customer called on (B)(6) 2011 reporting of diluent leak from probe on beckman coulter coulter lh 750 hematology analyzer during shutdown. Customer was wearing proper personal protective equipment at the time of the event and no exposure or injury was reported as a result of the event. No erroneous results were generated as a result of the incident.